Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose (B)(6) 2022 with blood glucose level was 20 mg/dl. The current value of blood glucose level was 266mg/dl. Customer experienced symptoms such as unresponsive and crashed fainted. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was on at that time. Insulin delivery was suspended. Troubleshooting was performed. The insulin pump will not be returned for analysis.